Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the issue through investigation and review of the system logs. Fse replaced proximal set up joint (suj2) to resolve the issue. After replacement, the system was tested and verified as ready for use. Isi received the proximal set up joint (suj) involved with this complaint and completed the device evaluation. The failure analysis (fa) investigations could not reproduce the customer reported complaint. The unit was put on the patient side cart (psc) fixture test platform (pftp) machine and passed all testing specification. Further investigation in system logs proved the errors/faults were confirmed via field logs. As a precaution, axes controller setup (acu) will be replaced. As part of investigation additional finding was also identified. The suj constant force spring (cfs) count was found to be over 675, therefore the cfs will be replaced as a fix. A review of the site's complaint history found no additional complaints related to this complaint. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed errors indicating a high-side switch fault on the usm2 reported by the acu +48v in the suj proximal inner and possible acu failure or +48v wiring failure in the suj proximal inner related to the complaint. An event verification confirmed the procedure was performed on the reported event date of 08-apr-2022 on system sk2290. This complaint is considered a reportable malfunction event due to the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the system had repeated errors on the universal surgical manipulator (usm2) and the customer had to disable the usm2. The technical service engineer (tse) confirmed the repeated faults reported on the usm2. The errors indicated a high-side switch fault on usm2 reported by the axes controller setup (acu) +48v in the set up joint (suj) proximal inner. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.